Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37651 lot# serial# (B)(6). Implanted: ,explanted: , product type recharger product ID 37791 lot# , serial# unknown implanted: explanted: , product type recharger product ID 37761 lot# , serial# (B)(6). Implanted: , explanted: , product type recharger product ID 37651 lot# , serial# (B)(6). Implanted: , explanted: , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed that the recharger wouldn't turn on. The caller confirmed that there was no damage to the dtc, and a green light on the dtc was on. Pss had the caller reset the recharger, but the troubleshooting steps that were taken did not resolve the issue. Pss called the manufacturer representative (rep) in regards to transitioning the patient to the wireless recharger wr. Pss sent an email to repair to send the wr to the rep. Pss sent the rep an email with the patient's contact information. Additional information was received from the patient that another recharger was showing a reposition antenna screen. Pss sent an email to repair to replace the recharger antenna. The callermentioned having the recharger antenna cord replaced before. No symptoms/complications were reported. Additional information was received from the patient reported that the second recharger would not charge when plugged into the outlet, and the recharger was only 50% charged. The patient said the desktop charger dtc connector pin may be bent a little, but not sure if that was the issue. Pss reviewed we can replace the dtc, and that should resolve the issue. Pss emailed repair to replace the recharger and dtc. No symptoms were reported.

Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) found the recharge board was corroded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.